Event description:
Reporter indicated that swiping the pt's device with the magnet did not appear to initiate magnet mode stimulation. It was reported that the pt did not have their usual response when their device was swiped with the magnet during a seizure. Initiation of magnet mode stimulation normally "takes the pt's breath away" and causes them to cough. The pt's family member swiped their device with the magnet three times during a recent seizure with no responses from the pt. The pt's device was later swiped with the magnet twice with no seizure present, also with no response from the pt. The pt no longer feels normal mode stimulation as they have reportedly become accustomed to it. The pt denies any recent injury or trauma that may have damaged the vns therapy system.